Event description:
It was reported that the patient was feeling burning at the implantable neurostimulator (ins) pocket site since two months prior to the report. It was stated that she had not had the therapy on for 1.5 years. It was stated she lost 110 lbs over the past year and she could feel the ins move around in the pocket site. It was stated she could feel a lump in the pocket and it was very uncomfortable for her to sit for a while or if clothes would touch the area. It was stated the pain was very uncomfortable. It was stated that due to weight loss she was not feeling pain any more. The symptoms mentioned were acute pain at ins location. (B)(4). Additional information received reported that the patient has not used her stimulation in over a year. It was stated that the ins was "moving around in the pocket" and "literally rubbing against her hip bone and nerve endings". It was that the it hurts when the patient sits, walks, or lays. It was noted that the patient was in "severe pain". The patient does not have insurance so she could not see a doctor about the removal of her device. It was noted that there was redness at the ins site. It was noted that the "ins was rubbing against the hip bone and nerve endings". Additional information received reported that the patient's pain started two week before the report. The patient went to the emergency room twice and they gave her pain medication. It was stated that the patient wanted the system removed because she no longer has back pain since loosing weight and now she has hip pain from where the device is located.

Manufacturer narrative:
After further review, it was determined that an additional device code needed to be added. In addition, the evaluation conclusion code was removed since it is no longer used. Added (B)(4).

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type recharger product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3550-29, lot# n248235, implanted: (B)(6) 2010, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).